Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was around 600 mg/dl. He had concerns over his high blood glucose level and stated having problems seeing. The customer asked how to disconnect the tubing from the reservoir. The product was not returned. Nothing further to report.